Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician was unable to drive a catheter into the cervical epidural space (but was able to access the epidural space) during a scs trial procedure on (B)(6) 2018. As such, the procedure was abandoned. The device information is unknown at this time.